Event description:
It was reported that during a treatment procedure, a shaft fracture occurred. The physician advanced the 15mmx2.50mm apex balloon catheter into an unspecified guide catheter and the shaft fractured outside of the patient. The device was successfully retrieved. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).